Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice device during use in dwell 3 of 4. The baxter technical service representative (tsr) explained the message to the home patient (hp), and then had the hp recycle the machine. Then a se 2367 occurred. The tsr informed the hp to use manual bags. The reason for the se was not known. The homechoice device was okay to use. Baxter (B)(4) contacted the hp (B)(6) 2011 regarding the reported problem. The hp stated that therapy was ended at the last dwell, and then the hp drained out in the morning. The hp stated that they did not notice anything unusual with the supplies. The hp reported seeing some air but was not sure where the air came from. The hp had not spoken to the nurse yet, but would mention the problem at their next appointment. The hp stated therapy is going fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.